Manufacturer narrative:
(B)(4). Report source: (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that during the surgery, the tip of inserter was fractured when the surgeon was trying to insert it in the patient's burr hole. The fractured piece of the inserter was removed from the patient's body. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the tip of the device has fractured and was not returned. The anchor assembly is visually conforming to the print. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.